Event description:
Caller called to report a year ago he experienced a syncopal episode related to hypoglycemia due to inaccurate readings from the dexcom g7. He was instructed by dexcom to re-caliberate the device and did so properly. Additionally, the patient called dexcom today for replacement sensors because this week two of his sensors failed early. He reported that the sensors are indicated to last for 10 days and do not. The patient travels for work and feels it interferes with his life having to call dexcom; save boxes; and travel an hour to his pharmacy. The patient is reporting this to the FDA out of frustration with the manufacturers response to these reported problems. The patient also feels the dexcom g7 could become dangerous for patient¿s, and that the manufacturer is continuing to profit off a product that does not function as intended. Patient codes: 4411, 1912. Device codes: 1535, 2890, 2588, 1480, 1506. Reference reports: mw5174233, mw5174234.